Manufacturer narrative:
(B)(4). D10 - medical product: unk nexgen bearing 14mm catalog # unk lot # unk. Stemmed tibial component catalog # 00598003701, lot # 62364103. All poly petella catalog # 00597206529, lot # 62258621. G2: australia. H6: mechanical (g04) - femur. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to instability. No more information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR 3007963827.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR 3007963827.